Manufacturer narrative:
While no injury was reported, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that m2 niti taper .06 sterile wp16 broke during use. The separated piece could not be retrieved and was incorporated into the filling.

Manufacturer narrative:
Only two unused reciproc blue files r25 8/100 25mm 025 were returned. Involved file that broke during use was not returned and cannot be analyzed. Nothing unusual to report was found during dhrs review. Unused files have been evaluated and were found in compliance with specifications. Root causes are not identified. We will track this kind of event and monitor the trend. For information, we remind the practitioner has to make sure that a straight-line access is created prior using the reciproc blue files (as mentioned in the dfu).

Event description:
Additional information has been received that the file broken was not m2 niti taper .06 sterile wp16 but it is actually a reciproc blue files, 6x, sterile. The broken part was incorporated into the fill.